Event description:
Pt reported a spinal cord stimulator was implanted two years ago. Pt developed a staph infection after a revision surgery at the hospital, and the entire system was explanted after 6 months. The pt's disease has progressed and it was more difficult to manage pain with oral medications. The device has not been returned to the MFR for analysis. MFR has attempted to contact the hcp for follow up info. A follow up report will be sent if add'l info is received.